Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image during the procedure.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan the technical service report indicates: repair request details: clouding symptoms failure details: when we inspected this product, we found that dirt on the sapphire glass at the tip was causing poor visibility, so we cleaned it. After cleaning, no visual field defects were observed under speculoscopy. Processing work details: cleaning and video inspection. Probable root cause: laser welding seal failure distal proximal window solder failure damage to optical train damage to needle damage to distal or proximal windows moisture intrusion end of life wear-out environmental disturbance: endoscope colder than dew point environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) use error the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image during the procedure.